Manufacturer narrative:
Device manufacture date: (B)(4) 2008. The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. Evaluation confirmed that the down arrow keypad button was unresponsive during testing. During investigation, the down arrow key contact was observed to be misaligned. There was evidence of keypad adhesive found under all key contacts. A leak test was performed and there was no leakage found. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
It was reported that the keypad buttons were unresponsive. The patient reported that the down arrow keypad button is unresponsive. He noted that the button still springs back when pressed. The patient confirmed that the keypad is intact; stated that the pump has occasionally been exposed to moisture; and stated that he wears the pump clipped to his waist.